Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that the guidewire unraveled during attempted placement. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing was observed 5.2cm from the distal tip of the stylet. The section of polyimide tubing proximal to the break was curled. A microscopic examination revealed kinking in the polyimide tubing at the break site. The fractured ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire. The core wire extended 2mm from the distal end of the proximal segment of polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of rebu0306 showed no other similar product complaint(s) from this lot number. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that the guidewire unraveled during attempted placement. No other information was provided.